Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device") and device dislocation ("perforation by the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a diagnostic laparoscopy with bilateral salpingectomy) and surgery (underwent a diagnostic laparoscopy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device'), device expulsion ('perforation by the device/migration of essure device location of device: posterior uterine wall') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. 626684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: gross pathology: received are two fragments of apparent fallopian tubes. The first fragment measures 3.7 cm in length x 0.7 cm in diameter. This portion of fallopian tube has a fimbriated end and is grossly unremarkable. The first portion of fallopian tube was sampled in cassette. Received are two pieces of a coiled spring-like microtubule inserts measuring from 0.9 cm up to 26.1 cm in length x less than 0.1 cm to 0.2 cm in diameter. These inserts appear to be made from a shiny metallic material. Previously administered products included for an unreported indication: ortho tricyclen from 2000 to 2008. Concurrent conditions included collapse of lung (collapsed lung) since (B)(6) 2014, collapse of lung (left side lung) since august 2013, collapse of lung (right collapsed lung), pneumothorax, emphysema, pleurodesis, pulmonary bullectomy, shortness of breath, chest pain, gastrointestinal discomfort, chest pain and chronic renal failure. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst.") And abdominal pain lower ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingectomy; bilateral salpingectomy, removal of essure and underwent a diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left and three coils on the right. Discrepancy regarding confirmation test: she did not underwent for confirmatory test(per pfs). Treatment received for pain, abnormal bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Lot number: 626684 manufacture date: 2008-03 expiration date: 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device"), device expulsion ("perforation by the device/migration of essure device location of device: posterior uterine wall") and uterine perforation ("perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 626684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricyclen from 2000 to 2008. Concurrent conditions included collapse of lung (left side lung) since (B)(4) 2013, collapse of lung (collapsed lung) since (B)(4) 2014, collapse of lung (right collapsed lung), pneumothorax, emphysema, pleurodesis, pulmonary bullectomy, shortness of breath, chest pain, gastrointestinal discomfort, chest pain and chronic renal failure. Concomitant products included cilest (sprintec) from april 2015 to april 2016. On (B)(4) 2008, the patient had essure inserted. On (B)(4) 2015, 7 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(4) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(4) 2016, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(4) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."). The patient was treated with surgery ( diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(4) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left and three coils on the right. Discrepancy regarding confirmation test: she did not underwent for confirmatory test(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4) 2008: essure device was successfully occluded gross pathology: received are two fragments of apparent fallopian tubes. The first fragment measures 3.7 cm in length x 0.7 cm in diameter. This portion of fallopian tube has a fimbriated end and is grossly unremarkable. The first portion of fallopian tube was sampled in cassette. Received are two pieces of a coiled spring-like microtubule inserts measuring from 0.9 cm up to 26.1 cm in length x less than 0.1 cm to 0.2 cm in diameter. These inserts appear to be made from a shiny metallic material. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and mr received. New reporters and reporter information added. Plaintiff demography added. Product indication and explanted date added. Lot number received. New events added: psychological or psychiatric problems condition: abnormal bleeding (vaginal, menorrhagia), depression ,mental anguish, dysmenorrhea (cramping), perforation (uterus) , other injury(ies) or complication (s)please describe: ovarian cyst. Event device dislocation updated to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device"), device expulsion ("perforation by the device/migration of essure device location of device: posterior uterine wall") and uterine perforation ("perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 626684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricyclen from 2000 to 2008. Concurrent conditions included collapse of lung (left side lung) since (B)(6) 2013, collapse of lung (collapsed lung) since (B)(6) 2014, collapse of lung (right collapsed lung), pneumothorax, emphysema, pleurodesis, pulmonary bullectomy, shortness of breath, chest pain, gastrointestinal discomfort, chest pain and chronic renal failure. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst.") And abdominal pain lower ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingectomy; bilateral salpingectomy, removal of essure and underwent a diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown, the pelvic pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left and three coils on the right. Discrepancy regarding confirmation test: she did not underwent for confirmatory test(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Diagnostic results: gross pathology: received are two fragments of apparent fallopian tubes. The first fragment measures 3.7 cm in length x 0.7 cm in diameter. This portion of fallopian tube has a fimbriated end and is grossly unremarkable. The first portion of fallopian tube was sampled in cassette. Received are two pieces of a coiled spring-like microtubule inserts measuring from 0.9 cm up to 26.1 cm in length x less than 0.1 cm to 0.2 cm in diameter. These inserts appear to be made from a shiny metallic material. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received:event abdominal pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device'), device expulsion ('perforation by the device/migration of essure device location of device: posterior uterine wall') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. 626684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricyclen from 2000 to 2008. Concurrent conditions included collapse of lung (collapsed lung) since (B)(6) 2014, collapse of lung (left side lung) since (B)(6) 2013, collapse of lung (right collapsed lung), pneumothorax, emphysema, pleurodesis, pulmonary bullectomy, shortness of breath, chest pain, gastrointestinal discomfort, chest pain and chronic renal failure. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst.") And abdominal pain lower ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingectomy; bilateral salpingectomy, removal of essure and underwent a diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left and three coils on the right. Discrepancy regarding confirmation test: she did not underwent for confirmatory test(per pfs). Treatment received for pain, abnormal bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Diagnostic results: gross pathology: received are two fragments of apparent fallopian tubes. The first fragment measures 3.7 cm in length x 0.7 cm in diameter. This portion of fallopian tube has a fimbriated end and is grossly unremarkable. The first portion of fallopian tube was sampled in cassette. Received are two pieces of a coiled spring-like microtubule inserts measuring from 0.9 cm up to 26.1 cm in length x less than 0.1 cm to 0.2 cm in diameter. These inserts appear to be made from a shiny metallic material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.